Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the doctor would like to schedule training on the insulin pump for her. Customer's blood glucose was over 600 mg/dl. Customer has neuropathy in her fingertips, it was hard to press the buttons for her. Customer declined troubleshooting. Customer will not be returning the device for analysis.